Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the device didn¿t work anymore and he had not had it removed. The patient noted his leads were peripheral. No further complications were reported.